Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the returned stent found that the stent appeared expanded and both the proximal and distal ends of the stent looked like they had been cut. However the returned stent did not appear to be a promus element stent. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. A visual and tactile examination of the device found a hypotube kink 30 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion profile. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-oct-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tight right coronary artery. A 3.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the returned stent was detached.